Event description:
Facility reported an overinfusion of heparin. A 250ml bag of heparin was hung at 4 pm to infuse at 10 ml/hr. Bag found empty at 7 pm with screen showing vtbi of 217 ml and vi of 28 ml. Ptt result immediately after event as "no clotting detected." Repeat ptt at 12:44 pm was 117, at 12:30 am was 49, and at 02:30 am, heparin infusion was resumed with no harm to the patient. Patient was subsequently reported to be doing well with no side effects from overinfusion. Biomed stated platen was found to be broken off. Uhs has agreed to send in pump for evaluation, but it has not yet been received. Follow-up report will be sent if device is received for investigation.